Event description:
It was reported that customer experienced battery issues and difficulty seeing screen due to scratches. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, no serial number confirmation or additional troubleshooting was completed, and no further information was received regarding the outcome of the event.